Manufacturer narrative:
(B)(4). The analysis showed that the atg45 device was received in good visual condition and with a green cartridge reload loaded in the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the firing trigger was grasped at the second firing, the device was harder than usual. When the doctor was going to grasp the trigger forcibly, an abnormal sound was heard and the knife and the sled were not moved. Another device was used to complete the procedure. There were no adverse consequences for the patient.